Event description:
It was reported that patient experienced recurring incontinence after years of good results with aus. The device cycled but did not stop liquid from flowing through urethra. Patient underwent a replacement surgery. A new aus was implanted. No information about the patient outcome is available at the moment. Additional information was received. Atrophy or loss of elasticity in the balloon is the likely cause. There was still plenty of liquid in the prb and the system was over 10 years old.